Event description:
It was reported that a transfer set became disconnected from the titanium catheter adapter which led to peritonitis manifested by cloudy effluent. The patient also attempted to reconnect the titanium adapter and transfer set on their own. The patient required hospitalization. Dianeal therapy was ongoing. On an unreported date, the patient began treatment with cefamezin (dose, frequency, route and duration not reported), maxipime (dose, frequency and route not reported) for two weeks and vancomycin (dose, frequency and route not reported) for two weeks for peritonitis. The patient was retrained on proper disconnect method and aseptic technique while in the hospital. At the time of this report, the patient was recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error - failed to follow therapy steps. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.